Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. H10: device code 2017- improper or incorrect procedure or method. The delivery system was discarded and the clip remains in patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report clip re-open. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One xtr clip was deployed, reducing mr. A second clip delivery system (ntr cds) was placed lateral to the first clip, reducing mr to 1. However, after the gripper and lock caps were removed, the physician inadvertently pulled the pin and actuator knob before removing the lock line. The lock line was then pulled, but the clip opened to 60 degrees, increasing mr to 2. The grippers were down at the time and since the clip remained stable on both leaflets, a decision was made to remove the gripper line to complete the deployment sequence. Both clips are stable on the leaflets. Two clips were deployed, reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no similar incident identified from this lot. Based on information reviewed and without the device to analyze, a definitive cause for the reported unintended movement - clip open-locked in this incident could not be determined. It should be noted that in the mitraclip instructions for use states to confirm that the arm positioner is neutral and that the two ends of the gripper line have been unwrapped from under the cap and are not twisted or knotted. Remove the release pin from the dc handle. In this case, the release pin was removed, and actuator knob was retracted before removing lock line and gripper line. The reported improper or incorrect method or procedure was due to the user error. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.